Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled routine device change out procedure of an asymptomatic patient, the right ventricular lead exhibited intermittent capture. All other electrical measurements were stable. The physician elected to program the ventricular output to unipolar tip to can configuration. The patient was in stable condition and would continue to be monitored.